Manufacturer narrative:
(B)(4).

Event description:
The customer reported error code 111b - 35v supply failed. The customer reported that the device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
Failure analysis on the returned motor controller board and power management board shows that the motor controller (mc) pcba and power management (pm) pcba were tested and no failures were identified.